Event description:
It was reported that high lead impedance was detected on system diagnostic testing. There was reportedly no trauma involved since implant surgery per the patient¿s mother. X-rays were not taken. The patient was referred for exploratory surgery to resolve the high impedance. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that revision surgery occurred on (B)(6) 2014. Pre-operatively, high lead impedance was observed with impedance value greater than 10,000 ohms. It was reported that the replacement generator was exhibiting the same high impedance behavior and provided impedance measurements "around 4000" with the test resistor and when connected to the patient's lead. Per manufacturer labeling, high lead impedance is impedance values of greater than or equal to 5300 ohms. Therefore, the impedance value was within acceptable limits. The surgeon noted that the lead pin did appear to be loose. He re-inserted the lead pin into the generator header, and diagnostics were within normal limits with impedance value of 3738 ohms. The surgeon wanted to try to obtain a lower impedance value. The surgeon then re-tightened the lead pin into the generator header, and diagnostic results resulted in impedance value of 3883 ohms. The surgeon removed the lead pin again, cleaned the pin, re-inserted, and confirmed full insertion into the generator header. Diagnostic results resulted in impedance value of 3883 ohms again. The surgeon connected the accessory pack's test resistor, and diagnostic results resulted in 3927 ohms. The surgeon felt that the "higher impedance values" was a result of a generator issue so a replacement model 105 generator was opened. Numerous attempts were made with existing lead and test resistors with added care to cleaning the lead pin and making sure the pin was completely inserted, confirmed by an experienced scrub nurse, an impedance value lower than 3500 ohms was not obtained. As a result, the surgeon and treating neurologist elected to replace the generator again with a model 103 generator. The surgeon expressed his dissatisfaction of proceeding with higher than normally seen values, although he understands these values do not activate the high impedance flag. With the new model 103 generator, diagnostics results were 4012 ohms and the surgeon was unable to obtain a lower impedance value. Therefore, the surgeon implanted the model 105 generator with the existing lead. Pin insertion was verified to be securely in place. Diagnostics resulted in impedance of 3611 ohms and 3664 ohms. The explanted generator and unused model 103 generator were received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the generator and lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
Analysis was completed on the explanted device and the unused model 103 generator. There were no performance or any other type of adverse conditions found with the generators. Analysis of the explanted model 105 suspect generator revealed no anomalies. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block.